Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for reduced therapeutic efficacy over time / incorrect implant position was unable to be confirmed. No manufacturing non-conformities were identified from the imaging evaluation. Available information and the imaging evaluation cannot determine the amount of remaining regurgitant jets and the fluid dynamics of the jets appear normal in the post-operative tte. Additionally, the anatomical factors, including severe mac and mitral stenosis prior to implantation, could have potentially contributed to the complaint event. However, a definite root cause for hemolysis is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision in mitral position where hemolytic anemia was reported. Blood transfusions were performed six times. According to the operator, the cause of the hemolytic anemia was device related, but this was a severe mac case. Although the paddles were able to capture, they did not close completely, resulting in a jet leaking through the gap between the paddles. The jet hitting the spacer was confirmed via echo. However, this patient had severe mitral stenosis (ms) with extensive mac, and treatment was previously declined by another hospital due to the complexity of the case. Hence, the information provided suggests that the patient anatomy was likely the reason that the device was unable to close completely leading to the hemolytic anemia.